Event description:
Site called to report ec 94 (ws5> scale allowance) at plt wash 64% complete. Ws1=43, ws2=70, ws3=79, ws4=17, ws5=425, ws6=2340, p1= +13, p2= -49. Removed wb1 and wb2. Mix wb1 and replace ws5=385. Press ok. M2= -70 and m4 = +70, ws5 not decreasing. Filtrate line= light orange; 88% complete. Ws5 = 412 (wb1 only), ws6= 1752, p1= +18, p2= -125. Proceeded to cell recovery: option 2 then 1 then 2 ec98 (fluid detected by fd2) during option 1. Performed semi-auto recovery from fd 2 error. Completed cell recovery. Recovered reagents and working buffer. Sealed and removed disposable set (h07i04097 exp 09/2009). Apheresis product characteristics: allo donor-collected/selected (B)(6) 2009. Tnc= 6 x 10e10.....65.2% mnc. Plts= 1260. Vol= 360. Hct= 5% (18ml red cells). [Ws=weight scale, wb=wash bag, fd= fluid detector, plt=platelet]. There were no issues during install check or prime of disposable. At platelet wash (64% complete), the inability to concentrate the volume on ws5 and the increasing negative p2 pressure (-49 to -125) indicates a clogged spinning membrane. After review of the apheresis product characteristics with operator, the high platelet count was deemed the most probable cause of the clogged membrane. The generation of ec 94 and subsequent ec98 suggests the device properly functioned and detected the out-of-range situations.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cell processing issue where the automated procedure had to be stopped and the cells were recovered. As the cells were able to be successfully recovered there is no reported negative clinical consequences for the patient. As in all cases where the automated cell processing must be halted for cell recovery there is the potential for cell loss. This can put the patient at greater risk for delayed or failed engraftment. As such, this type of cell processing issue could cause or contribute to an event if it were to reoccur. (B)(4). Review with the operator determined that the apheresis product characteristics of high platelet count was the cause of the clogged membrane. No additional investigation required.